Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately two months post implant, an x-ray confirmed this right atrial (ra) lead had dislocated. During a lead revision, the ra lead was explanted and replaced with a non boston scientific lead model. No resulting adverse patient effects and no return of product is expected.